Manufacturer narrative:
Additional information was recieved that low out of range shock impedance measurements continue. There were no adverse effects reported and the system remains in service.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited an alert for low out of range shock impedance measurement. There was noise noted during a shock lead impedance test, however, all other measurements have been good and stable. The patient is implanted with a neurostimulator that may be related to the out of range impedance measurement by causing electromagnetic interference (emi). All commanded shock lead impedance tests were within normal limits. There were no adverse patient effects reported.

Event description:
--

Event description:
Additional information became available that high out-of-range (oor) shock impedances were also noted on this device and right ventricular (rv) lead. To date, no adverse patient effects have been reported.